Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports developing redness and irritation where the tail closure rubs on her skin. She uses clorox bleach to cleanse the tail closure. She recently started using a closed end pouch and since using it the redness and irritation has almost completely resolved. Product use and skin care instructions provided.